Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Initial aware date was reported to be (B)(6) 2019. The correct initial aware date is (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the health care professional (hcp) via the rep stating the patient had the same parameters with the previous battery but the previous battery was used for more than five years and this one was used for only three. The battery was replaced with a new one on (B)(6) 2019.

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) [serial# (B)(4)] revealed that the battery was at normal end of life; tel emetry and output were found to be ok. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacture representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported the patient had premature battery depletion due to "patient compliance". The battery was replaced. It was unknown if the issue was resolved at the time of the report. No symptoms or complications were reported or anticipated.